Manufacturer narrative:
The root cause of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited noise on the right ventricular (rv) channel which was over sensed and resulted in a four second pacing pause and greater than two seconds of asystole for this pacemaker dependent patient. Threshold and pacing impedance measurements were stable and within normal limits. The noise could not be reproduced with isometrics and valsalva. A revision procedure was performed and the device and rv lead were removed from service. No additional adverse patient effects were reported.